Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A review of the complaint history, device history record, instructions for use, quality control and specifications was completed during this investigation. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A definitive root cause could not be determined. Appropriate personnel have been notified to monitor for similar complaints. Per a quality engineering risk assessment not further action is needed.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported that the cook cervical ripening balloon w/stylet was inserted and when inflating the balloon, the patient felt a poke. The provider took it out and saw that the stylet had poked through. No harm to the patient. The nurse manager advised that she reviewed the insertion procedure and insertion video with the residents that shows that the stylet should be pushed all the way to the end (blue cap) and then locked into place. The blue cap is supposed to prevent the stylet from pushing through the end. The residents that were spoken with described the procedure as the video describes it. No unintended part of the device was left in the patient's body. The patient did not require any additional procedures due to this issue. There were no adverse effects to the patient as a result of this reported occurrence. The nurse manager at the facility indicated ¿there was no harm to the patient but from the sounds of it, this has happened more than once¿. The number of similar events was not provided. Manufacturer report #¿s 1820334-2017-03749 and 1820334-2017-03750 have been submitted to capture the allegation that there has been more than one similar event.